Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: two actual devices and a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there were small dark particles observed in the packaging of the inlets. Visual inspection of the actual samples was performed, and it was noted that there was dark particulate of foreign matter identified in the packaging of the inlets. The reported condition was verified. The cause of the reported condition was related to contamination during the manufacturing packaging process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) syringe inlets had particulate matter. This was noticed during inspection prior to use. There was no patient involvement. No additional information is available.